Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by leveraging/prying the device during implantation procedure this is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was originally reported that the distal end broke-off after both implants had been inserted and the suture came out. The implants are in the capsules without any sutures. No other implants were used; they used an inside-out procedure to complete the case. Follow-up investigation: procedure was a right medial meniscal repair. The surgeon used the depth stop and as he was inserting the needle for the second implant he had to use force to get the needle through the cannula. The implant deployed but as surgeon was pulling out the deployment device, approximately 2 inches of the distal end of the device broke. Surgeon had to make an additional portal to help retrieve the 2 inch piece that broke off as well as an incision to retrieve the meniscal needles. During this process the sutures were cut prematurely. Sutures were fully retrieved but both peek implants remained behind the meniscus. Surgeon then went to an inside out procedure using reusable meniscal needles and ethibond sutures to complete the procedure.